Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for several patients. The results provided were: patient 1 initial=3.46 mmol/l /repeated=0.71 mmol/l. Patient 6 initial=3.06 mmol/l /repeated=0.96 mmol/l. Laboratory reference range for magnesium=0.7 to 1.10 mmol/l there was no reported impact to patient management.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for several patients. The results provided were: patient 1 initial=3.46 mmol/l /repeated=0.71 mmol/l patient 6 initial=3.06 mmol/l /repeated=0.96 mmol/l laboratory reference range for magnesium=0.7 to 1.10 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) investigated the issue and determined precipitate was found around the cuvettes. The alnty c-sample probe sc (04s53-01) was determined to be the likely cause and the part was replaced which resolved the issue. A review of the alinity c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. There have been no further occurrences of discrepant results after the probe was replaced. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of elevated concentration and erratic results, including a removal, replacement and verification of list number 04s53-01 sample probe. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6) or alnty c-sample probe.